Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The mitraclip instructions for use instructs the user to raise the grippers, and provides the following caution statement: raising the grippers more often than needed, retracting the gripper lever forcefully, or retracting the gripper lever more than 1.5 cm beyond the mark may damage the gripper cover or impair cds performed. All available information was investigated and the reported gripper line break was likely due to user error, as it was reported that the physician retracted the gripper lever 1-2 cm beyond the blue mark. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the gripper line break. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve. When clip deployment was started, it was found that the gripper line was in 2 pieces. It was noted that the gripper lever was pulled beyond the blue line. The cds was removed and replaced without issue. One clip was implanted, reducing the mr to <1. There was no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.